Event description:
Revision surgery - the pt had recurrent dislocation from impingement of the femoral neck on posterior/inferior rim of the acetabular liner. The surgeon reported notching of the femoral stem due to metal transfer, as well as the metal insert "spinning" in the polyethylene. The surgeon revised to a larger ceramic head and poly liner.